Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. Isolated alarms that are not associated with changes in pump function or changes in patient condition would result in user annoyance with no effect on the function of the pump. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Multiple occurrence of these alarms or those that are associated with changes in pump function or patient condition may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a clinical study that a patient reported that his controller was beeping once in a while and that it occasionally alarmed with a "no power" alarm at the time of his clinic visit. The patient reported that on occasion, when connected to two batteries, his controller "just went dead for a few seconds, then turned back on." He also described that the controller would display "red bars" on both sides of the controller. The vad coordinator evaluated the controller and noted two loose power connectors. The controller was then exchanged with no reported patient consequence. The primary investigator reported that the event was related to the hvad system and unrelated to the hvad procedure or to the patient's condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Loose connectors: notification: fsca april2016. The reported event of occasional beeps was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple premature switching events. (B)(4) had not received an smr upgrade prior to these events. These premature switching events are most likely due to communication anomalies between battery and controller or momentary disconnections between battery and controller. Log file analysis also revealed multiple controller power up and associated motor start events occurring from (B)(6) 2016. These events indicate a double disconnect of external power sources from the controller. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Analysis revealed that the device failed visual inspection due to a loose connector on power port 1 and displaced gaskets on both power port 1 and 2. Loose power connectors are currently being investigated by the manufacturer with the supplier. Additionally, an internal wire was disconnected from the power port 1 connector. The most likely root cause of this disconnected internal wire can be attributed to improper soldering. The most likely root cause of the reported beeps may be attributed to an inadequately soldered power port 1 wire and/or momentary disconnects between batteries and the controller. The reported loss of power can be attributed to a double disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.